Manufacturer narrative:
H11: additional manufacturer narrative: one image was reviewed. Customer reports of calcification and stenosis were unable to be confirmed through provided image. Image showed what potentially appeared to be surgery accessories. In one of two silver buckets, a red object and what appeared to be an unknown implantable device was observed. The other bucket contained a small amount of slightly red fluid. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
Per the report received from china, this patient with a unknown valve model implanted in the mitral position underwent an explant after an unknown implant duration due to calcification and severe stenosis. The patient presented with chest pain before the reintervention. As reported, the valve was initially undergoing valve-in-valve procedure, however during a batman procedure prior to the valve-in-valve, the patient experienced a circulatory collapse, and despite resuscitation efforts (medication, pacing, and chest compressions), the circulation could not be restored, leading to conversion to open-heart surgery. The surgical valve was explanted and replaced with a mechanical valve. Upon opening the chest, it was discovered that the bioprosthetic mitral valve strut was pressing against the posterior wall of the ventricle, causing ventricular bleeding, which led into blood pressure dropping, that could not be raised even with medication. The patient was reported to have returned to ICU after successful completion of the open surgical valve replacement. As reported, the patient condition is currently stable.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was noted as to be discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.